Event description:
It was reported that failed calibration. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached to complaint object: all issues with these pumps were found during test and repair. No patient involvement was indicated at the time the pumps were received for repair. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Defective downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.